Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states she is having symptoms of lightheaded and is sweating. Customer declines the need for medical attention. The customer's expected blood results are 136-205mg/dl fasting. Verified the strips expired 07/13/2013. Reviewed meter memory: (B)(6). Customers concern: (B)(6) 2014 @5:48am 91mg/dl. Customer confirmed the meter's time and date is not set correctly. The customer also confirmed the meter ID not properly coded. After reviewing the results in the memory with customer is not concern with any of the high results listed. Customer is concern with results taken on (B)(6) 2014 @ 5:48am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of low results. Customer states she is having symptoms of lightheaded and is sweating. Customer declines the need for medical attention. The customer's expected blood results are 136-205mg/dl fasting. Verified the strips expired 07/13/2013. Reviewed meter memory: (B)(6). Customers concern: (B)(6) 2014 @5:48am 91mg/dl. Customer confirmed the meter's time and date is not set correctly. The customer also confirmed the meter ID not properly coded. After reviewing the results in the memory with customer is not concern with any of the high results listed. Customer is concern with results taken on (B)(6) 2014 @ 5:48am. Adverse event not reported.